Event description:
It was reported that implant at tooth site #3 was received medical intervention due to tenderness. (B)(6) 2022 patient had tenderness and graft had worked it's way out. Debrided and placed a second graft of puros and puros pericardium. Symptoms as a result of the event: abscess, inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number k011028, k013227 h3 other text : implant remains implanted.

Manufacturer narrative:
Zimvie did not receive one (1) tsv6h10, (impl tapered scr-v ha 6mm 5.7mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1229870. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1229870 for similar events and two (2) other complaints were identified ((B)(4), (B)(4)). Review completed utilizing keywords: ¿medical other¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer. G6: checked "follow-up". H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : implant remains implanted.

Event description:
No further event information available at the time of this report.